Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2021; 407645, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post replacement procedure, the patient developed a pocket infection. The right ventricular (rv) lead was partially removed and the rest of the cardiac resynchronization therapy defibrillator (crt-d) system was removed and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.